Event description:
It was reported that duringt a lobectomy procedure, the staples of the knife side malformed on the first firing. Another like device was used to complete the case. There was no reported patient consequence.